Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment of bilateral internal iliac artery aneurysms. A gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used into the left inferior gluteal artery. However, when deploying the vsx device the distal tip side of the stent graft was not expanded and only the trailing side of the stent graft was expanded. The undeployed segment was expanded using a 8 mm balloon. While preparing for a kissing balloon technique, blood pressure dropped. Angiography revealed a rupture distal to the inferior gluteal artery. Two vsx devices and one reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted to treat the rupture. The patient's vital signs recovered and stabilized with transfusion. The patient tolerated the procedure. The physician stated that when advancing the pta balloon to the unexpanded segment of the vsx device, the guidewire was being pushed quite firmly. Although the timing of the drop in vital signs seems slightly delayed, he believed the rupture was caused by wire perforation.